Manufacturer narrative:
The boston scientific field representative stated that he left the physician's office and did not know the what the plan was for this one hundred year old patient. No other adverse events have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was exhibiting a remaining longevity of less than .5 years. The device is connected to an unidentifiable unipolar lead. The system showed one episode of myopotential oversensing, high threshold measurements and pacing impedance measurements greater than 2500 ohms. An issue with the unidentified lead is suspected. No adverse patient effects were reported.